Event description:
It was reported that the patient presented for a normal follow up and the patient notifier did not vibrate during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.